Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was defective load firing. The load was changed to resolve the issue.